Manufacturer narrative:
PMA/510(k):k200247. The investigation is on-going. A follow-up emdr will be provided.

Event description:
During a stone extraction procedure, the physician used a cook fusion quattro extraction balloon. It was reported that the balloon tip is very stiff and traumatic which may cause injury to the patient. There was no reportable information at this time. New information was received on 03oct2024 stating that while pulling the balloon out to extract the stone, the wire [guide] comes out with the balloon, which requires re-cannulation [lost wire guide access, subject of report]. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
PMA/510(k): k200247. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of the device label was provided. The lot number and rpn on the label matches the one in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this report is an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.